Event description:
It was reported that when the hcp (healthcare provider) was doing an update in the office, telemetry was disrupted and the pump was now showing that it was in stopped pump mode. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID ne u_unknown_cath, serial# unknown, product type: catheter. (B)(4).